Manufacturer narrative:
(B)(4).

Event description:
The pt had been in the hospital for some time. In mid-november, the pt was experiencing a change in therapy effect; the pt was having a lot of spasms and pain. The reporter was unsure when the pump had last been filled. Typically, the pt had refills every month. They were unsure if there was medication in the pump. They were in process of looking for a new pump managing physician; the pt had some insurance issues. It was recommended that they discuss treatment options with the pt's healthcare provide (hcp) in the hospital facility until they found a pump managing physician. In early (B)(6) 2011, the pt was reported to be "very sick". They did not believe that this was due to the pump; however, they wanted to have the pump checked. It was noted that they did not have a doctor to monitor pump after the pt was moved to a nursing home where he got sick after 10 days. The pt was currently admitted to the hospital. The hcps at the hospital didn't have knowledge about the pump. Additional information has been requested. A follow-up report will be sent if additional information becomes available.